Event description:
The device was used during an unknown procedure. Reportedly, one hour after surgery, the pt was returned to the operating room for bleeding through the staple line. Pt status is ok.